Manufacturer narrative:
G4 20may2020. B4: 20may2020. MFR. Report #:2031642-2020-01046 is a duplicate of an event previously reported under MFR. Report #:2031642-2020-01666. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2020-01666. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27mar2020.

Event description:
It was reported that the unit would not power on, displaying a black screen. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was instructed to disconnect the battery and turn the unit on. The unit powered on, but emitted a beeping noise and declared a back up alarm, then powered back off. When the power button was pressed, the screen remained black and the alarm sounded again and the light emitting diode (led) indicator flashed.